Event description:
It was reported to the manufacturer, from the end user, per the end user, that pt was being tended to by staff with head elevated in bed frame. Reportedly the head section unexpectedly released and fell unrestrained to minimum height ("crashed down"). (B)(4) was entered into our system to have the bed returned for investigation. As of this writing, the product has not been returned.